Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. The patient reported that their handset is taking like 20 minutes to connect through, and it gets to like 80% and it just sits there for like 10 minutes. The patient stated they cannot connect through clothes because of this issue. When asked the event date, the patient stated ever since they got the equipment at routine pump replacement on (B)(6) 2024. The agent assisted the patient in clearing data, and the patient was able to connect and request/receive a bolus well without issue. The patient stated this clearing data resolved the issue and their equipment worked well.

Manufacturer narrative:
Continuation of d.10.: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.